Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The technician was unable to confirm the reported event of heat. As the failure was not confirmed, and no components were identified which would cause or contribute to the reported failure, it is likely that the customer was using the device outside the recommended duty cycle per the IFU. The device was serviced for preventive maintenance and returned to the user facility.